Manufacturer narrative:
Concomitant medical products: crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s rhythm appears to be irregular and caused intermittent ventricular undersensing and oversensing noted on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.